Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced while running a loaded set. System error 345 was confirmed through a review of the event history log and found to be caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown) in the acute care area. The customer also stated that the device was swapped out with less than a 15 minute delay in therapy and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.